Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that arcing and a flame occurred during the procedure. Eschar was cleaned off the electrode frequently and there was no sign of eschar when the arcing occurred. The surgeon was using the electrode to cauterize the liver bed and when the shaft touched another portion of the liver two inches from the hook, arching and a flame occurred. There was no pt injury.